Event description:
The customer reported an image failure with the olympus video system center during a laparoscopic gynecological procedure. No patient injuries were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.